Event description:
It was intended to use an int30022x bare metal stent to treat a previously stented, moderately tortuous vessel in the rca with 75-80% calcification. It was reported that the lesion was an eccentric long lesion that was diffusely diseased. The device was inspected and prepped prior to use, with no issues noted. During the positioning of the stent, the physician encountered difficulty in crossing a previously implanted non-medtronic stent. It is reported that the integrity stent became caught in the previously deployed stent and dislodged from the balloon. An integrity 2.75 x 08 mm stent and a non-medtronic balloon were used to deploy the dislodged stent. No patient complications reported.

Manufacturer narrative:
Results and conclusions: (lesion morphology). (Previously implanted non-medtronic stent in vessel). (Dislodged stent). (Device or procedural images were not returned for evaluation). (B)(4).